Event description:
Device malfunction: none. Symptoms/ae: embolic infarcts. Time of symptoms: post procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the pt experienced a transient ischemic attack (tia). Symptoms included confusion and right arm and leg weakness, which the pt has experienced in the past. It was initially felt that the ischemia was chronic; however, two days post procedure, an MRI was done and found the tia was caused from acute and subacute embolic infarcts. The pt was started on heparin IV and coumadin. Four days post procedure, the pt was discharged to go home with coumadin, aspirin and plavix. Although requested, there is no add'l info available. Choice study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.